Event description:
The customer reported via phone call that they received a no delivery alarm during a basal. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.